Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that the ethicon products involved caused and/or contributed to the postoperative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon suture products used in this procedure? Citation: isrn surg. 2012; 2012: 547523: 5 pages; doi: 10.5402/2012/547523. (B)(4).

Event description:
It was reported via journal article: "title: comparison between tube ileostomy and loop ileostomy as a diversion procedure". Author: vijayraj patil, abhishek vijayakumar, m. B. Ajitha, and sharath kumar l. Citation: isrn surg. 2012; 2012: 547523: 5 pages; doi: 10.5402/2012/547523. The study aimed to compare the outcome of tube versus loop ileostomy in management of ileal perforations. From jul2008 to jul2011, 60 patients (mean age of 32.6 years [ranged from 16-63 years]) underwent explorative laparotomy for small bowel perforation and were randomly assigned to either tube ileostomy (n=30; n=22 male and n=8 female) or loop ileostomy (n=30; n=19 male and n=11 female) for a proximal diversion of stoma. In tube ileostomy construction, the tube was fixed to skin using 2-0 mersilk sutures. Postoperative complications in tube ileostomy group included local skin problems due to peritubal leakage (n=3) which was managed with regular dressing and tube migration (n=1). Tube ileostomy was found to be an alternate diversion procedure with few complications and was easy to construct and manage as compared to conventional ileostomy.